Manufacturer narrative:
Based on the available information (in the absence of product) a definitive cause for the death could not be identified. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The ipg has not been returned; therefore, a physical analysis has not been conducted in our laboratory. Based on the available information, including the absence of device return and the review of manufacturing records, there is insufficient objective evidence to determine a definitive cause for the death. No evidence suggests any device related deficiency, and although the device met all specifications prior to distribution, the specific factors contributing to the event cannot be confirmed.

Event description:
It was reported by the patients advocate that the spinal cord stimulation (scs) patient passed away. The cause of death is unknown, and no further information can be obtained despite good faith efforts.

Event description:
It was reported by the patients advocate that the spinal cord stimulation (scs) patient passed away. The cause of death is unknown, and no further information can be obtained despite good faith efforts.